Event description:
The infusion pump was being used for continous hemodiafiltration with channel two being used for removal of the dialysate from the hemo filter. The output for removal of the dialysate appeared low. The input and output of the system was being monitored very closely. The pump was swapped out for a different unit. No additional pt intervention was required. The pump was then evaluated by the hospital biomedical engineering dept. It was observed that free flow occurred when channel two was tested with a traditional IV set, with the pump stopped and the pump door remaining closed. Note: continous hemofiltration is not a recommended usage of the device by co.